Event description:
During setup of the monitor, the dental nurse assistant noticed the monitor did not sound any audible beeps during the power-up process. When the sound level was increased to the maximum setting, the audible beeps still could not be heard. The customer contacted the MFR and returned the monitor for repair. No patient injury or clinical situation occurred, as the failure was noted before the case had begun.